Manufacturer narrative:
The insulin pump alarm motor error during the basic occlusion test and was unable to prime during prime test due to protruded/loose drive support disk. Unit had missing display window, cracked case at display window corners end missing end cap sticker.

Event description:
Customer called to report motor error alarms and unable to prime the insulin pump due to the motor error alarms. Nothing further was reported.